Event description:
The customer stated, that this defibrillator unit showed lead fault errors when not connected to a patient.

Manufacturer narrative:
Device logs examined. Could not duplicate reported problem, although log examination confirms that it occurred. The device is an automatic external defibrillator and the actual device involved was evaluated. Examination of the device log indicates that the unit experienced 3 ECG lead fault errors. The ECG lead snapshots available in the logs show rail to rail noise on all leads. Welch allyn factory service could not duplicate the reported lead fault errors using known good ECG leads. It's possible that the customer failed to connect their leads properly or that the leads that they had were defective. The customer reported that they had the same result with different lead sets, but they did not return any leads for evaluation. We visually inspected the internal printed circuit boards, cables and connectors and found no problems.